Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, e-100 has red led. Intuitive surgical, inc. (Isi) clinical sales representative (csr) reported e-100 generator had a red led that won't clear. Isi csr cycled the e-100 circuit breaker before calling, power button led turns red on power up. The isi technical service engineer (tse) asked the isi csr to press and hold the front power button on e-100. The e-100 cycled off; the power button led turned red on power up. The surgeon was continuing with the case robotically. The isi csr requested e-100 be checked. The site was completing the procedure with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionally was checked upon powering on with no errors. They used the erbe generator instead of the e-100 to finish the procedure. No patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 has red led, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to duplicate the e-100 power button turning red when powering on. The isi fse replaced e-100 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The e-100 reported failure was replicated. The unit was visually inspected and then installed in a good internal system and fail. The power led turned red and bipolar led was not turned on, and cannot cut/seal. The complaint regarding e-100 having red led was confirmed based on the field evaluation, which indicates that the device did contribute to the customer-reported issue. This complaint is considered a reportable event due to the following conclusion: the e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.